Event description:
New pulse ox cord applied to patient. EKG showed hr in the 80's but the pulse ox cord had a pulse of 30's then jumped to 200's. EKG hr did not change during this time. Has happened on multiple patients. Monitor cables changed and battery to monitor changed.